Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('high pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included seizure. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, removal of essure implants). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: four plus coils of essure tubing were noted at each ostium, as per protocol. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: high pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of product technical complaint. Essure removal procedure details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('high pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included seizure. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (desired essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: four plus coils of essure tubing were noted at each ostium, as per protocol. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: high pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.